Event description:
It was reported that during an mr breast exam, a female patient received blisters along the episternum. It is not clear whether the blisters were caused by burning or from a toxic reaction to a cleaning agent or some other factor. The breast coil has been checked by the factory, and was found to be within specifications. This incident occurred in (B)(6).

Manufacturer narrative:
At present, it is unclear whether the blisters are a result of rf burning or a chemical reaction (cleaning fluids, etc.) The coil passed all safety tests and is standard technology. The coil has ul certification according to ul60601. Tests on the coil included rf focusing fields, and according to the tests, there was no hazard found. Siemens is actively pursuing the missing information. Customer address: (B)(6).